Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported loudspeaker defective. Any audible sound was unable to be confirmed. No patient involvement.